Event description:
The device (cev525) was returned for repair to (B)(4).

Manufacturer narrative:
(B)(6). Evaluation of this device indicated that the instrument sheath was damaged and presented with signs of impact and the jaws were separated. The instrument sheath was most likely damaged by impact or abrasion during use or reprocessing. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's (B)(4) facility in (B)(4). This review was conducted to resolve several issues discovered in the (B)(4) complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(4) was opened to address these issues. (B)(4).